Manufacturer narrative:
D9: date returned to mfg.: 12/23/2025 d1 - brand name and d4 - primary UDI number: correction d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: received one (1) used administration set. As received the canula was observed to be bent. The canula inserter was observed to be disconnected from the tubing. No additional damage or anomalies were observed. The tubing was occlusion tested as returned per manufacturing specifications. Flow was successfully established. The inserter was then reattached to the tubing, and the assembly was occlusion tested per manufacturing specifications. Flow was successfully established. The complaint of line blockage alarm cannot be confirmed. A device history record review was not performed as the lot number was unknown.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the person with diabetes (pwd) stated that a line blocked alarm had persisted after resolving it with a current cassette. The pwd changed site and currently has over 130 units in cassette. They would like to try changing the site and tubing to see if the issue resolves. The pss guided the pwd through the process of changing site and tubing without changing cassette. The issue was resolved. The event occurred while in use with patient. No patient harm or no patient injury occurred.